Event description:
The complaint description was reported to teleflex (B) (4) as: the pt had internal hemorrhage of the renal artery with a cardiac arrest (without death). In a secondary operation, they found the clip had fallen off. The pt was a donor in a live donor laparoscopic nephrectomy.

Manufacturer narrative:
Serious event (hemorrhage) also reported. Sample requested for eval, but not received at the time of this report. Investigation report not available at the time of this report. Instructions for use states: contraindications: hem-o-lok ligating clips are contraindicated for use in ligating the renal artery during laparoscopic nephrectomies in living donor patients. Caution: the clips must be attached to ensure proper ligation of the vessel or tissue. Inspect the ligation site after application to ensure proper closure of the clips. Security of the closure should be confirmed after ligation.